Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and verified the reported malfunction. The fse replaced the upper screen backlight inverter printed circuit board (pcb), which resolved the issue. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator display was erratic. There was no patient involvement.